Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The compressor of the unit would not come on. After troubleshooting for a while it was found that the power supply was not supplying the proper power to the compressor. The technician replaced the power supply and verified that the unit was making ice. The unit was calibrated a functionally tested and a safety test meeting factory specifications was also performed successfully. This follow-up medwatch report will also serve as the final report for this issue.

Event description:
(B)(4).

Manufacturer narrative:
October 29, 2015 09:23 am (gmt-4:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that during preventative maintenance the device would not make ice, or cool down. No patient involvement. (B)(4).